Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in and reported that she gave herself 24.8 units of insulin. Called emt and once they arrived the call was disconnected. Nothing further reported.